Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of the explanted device found evidence of excessive force.

Event description:
It was reported patient underwent a peritrochanteric nail procedure on a femoral fracture an unknown date 3 months prior. Subsequently, patient was revised on (B)(6) 2013, due to the nail fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.